Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the clear reclosable tapes were not positioned correctly on the bulk pack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set had packaging related defects; further described as, ¿packaging has been torn¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.